Event description:
Event: damage has occurred. Was there any appearance abnormality before use? No. At what position and what kind of damage was observed? The wire coil was stretched when the device was pulled outside the patient during insertion. Tip part patient outcome: no patient injury.

Manufacturer narrative:
This medwatch report is being filed based on the image received on january 30, 2024, which presented a fracture of the core wire. As received, the specimen consisted of one-1 each safari2 jpn 275cm x sml 5p; returned coiled, loose without the dispenser assembly accompanied by the j-straightener; double bagged within "zip-lock" style poly biohazard pouch. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented a ductile, tensile overload of the core wire at 0.1 cm from the distal tip weld mass with 32.3 cm of concurrent stretched coil damage beginning at the distal tip. The specimen also presented kink damage at 7.2 cm from the proximal aspect of the formed distal curve. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As described in the device instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented; it appeared that handling factors have contributed to the event as reported. The patient information is unknown. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
This medwatch report is an update to the previous report to correct the brand name in section d1 and the model number, catalog number and primary unique device identifier (UDI) number in section d4.